Event description:
As reported, the pressure tubing disconnected from the sampling port of the vamp system. The nurse reported that the baby "lost a lot of blood"; however, no treatment or transfusion was needed, and no "relevant consequences" were noted. There was no alarm for the pressure loss because the problem occurred during transport between the ICU and tac; at that time the patient was monitored only with ECG, spo2 and nibp.

Manufacturer narrative:
One single dpt - vamp plus kit was returned for evaluation. Dry blood was visible at the dpt stopcock, sample site and pressure tubing connector. The pressure tubing was completely detached from the solvent bond joint at the distal sample site. Indications of bonding solvent were present only at 1/3 of the bond areas (tubing and sample site tube housing). There was almost no bonding solvent at the other 2/3 of the bond areas or sample site tube housing. The inner and outer diameter of the tubing was measured and found within specification. The complaint was confirmed and appears to be related to inadequate bonding at the joint. Visual examination was performed under microscope at 10x magnification. An investigation is open to determine the root cause and implement necessary corrective actions.